Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s son attempted to wake her and found her unresponsive. At that time, the patient¿s cgm displayed a reading of 150 mg/dl. No bg meter value was obtained. The patient was wearing an omnipod insulin pump. Emergency medical services (911) were contacted by the patient¿s son. Upon ems arrival, a bg meter reading was obtained, showing a value of 600 mg/dl, while the cgm continued to display a reading of 150 mg/dl. The patient was transported to the emergency room (ER). In the ER, laboratory testing revealed a blood glucose level of 1,260 mg/dl; the corresponding cgm reading at that time was unknown. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). Treatment included intravenous fluids and an intravenous insulin infusion. The patient regained consciousness later that evening. The patient was discharged on (B)(6) 2026. At the time of the report, the patient stated she was feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.